Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. As the knife started to cut and the staples were deployed, the tissue cramped under the jaws and the staples were stuck above each other. In order to solve the issue, the surgeon started to removed the staples clip by clip so that he would not staple on the staples again. The surgery time was extended by more than thirty minutes. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.